Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample is received with inner blister, outer blister and cover foil showing the lot information. The sample shows no macroscopic signs of damage. The sample shows no signs of surgery residues and is returned in closed state. Visual inspection was conducted with the aid of a photomicroscope using various magnifications. No loop is visible in the closed state. No resistance is felt by the extension of the loop. The loop is found bent and damaged. Due to the description of the fault, the damage to the loop was most likely introduced by the customer. What caused the initial struggle to pull the loop back can no longer be determined. The root cause cannot be identified conclusively as the loop actuated without resistance; the reported malfunction cannot be confirmed. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery tip of an ophthalmic micro scraper was stuck. The surgery was performed and completed after replacing the product with another one. There was no harm to the patient.